Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that device was getting warm during a procedure. The user was able to continue to use it throughout the procedure. There were no adverse consequences and no delay in the procedure.